Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2024, it was reported that the patient faced infusion set cannula was kinked, which caused the patient blood glucose elevated to more than 500 mg/dl. The patient went to emergency room with subsequent hospitalization and patient had ketones 2.8mmol/l. The infusion set was in use for couple of hours. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available